Manufacturer narrative:
(B)(4). The balance middleweight guide wire is being filed under separate medwatch report. Evaluation summary: an analysis of the returned device analysis did not confirm the deflation issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. The xience prime everolimus eluting coronary stent system instructions for use (IFU) states that 60% contrast diluted 1:1 with normal saline is the appropriate mixture. Contrast that is more concentrated can lead to slower inflation and deflation. Additionally, the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during a procedure the xience prime stent delivery system was delivered and deployed, however, difficulty was encountered during the attempt to remove the balloon after deflation. It was noted that the balloon was successfully removed but the balloon appears not to be fully deflated. There was no reported adverse patient effect. There was no reported clinically significant delay to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent information received to the initial medwatch report, analysis of the returned product revealed there is a balance middleweight (bmw) guide wire frozen in the xience prime stent delivery system (sds). There is a bend in the bmw tip and offset intermediate coils just proximal to the center solder. No additional information was provided.